Manufacturer narrative:
D10 concomitant product: sigtrsb45amt 45mm med thk reinforced rel (lot#: n3b0108y); sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic rectal resection, at the scene of resecting the rectum, it happened when the second firing occurred during the two resection to the rectum. The first firing was done with reload without any problems, and the surgeon recognized that the second firing was completed using the same reload into the uncut rectum, and when the jaw was opened, there were no staples in the tissue at all, and the staple was just about to be applied to the tissue. Although firing had been done into the reinforcing material sheet up until now, the firing has not been done into the tissue, so they were easily detached from the tissue by opening the jaws. Another reload was used to complete the case. There was no patient injury.